Event description:
Ordered stelo glucose biosensor kit in 2 packs> received auto ship i.e. Several packages that did not have the insertion clip inside the applicators. Also had doctors and nurses check glucose readings that did not match the glucose readings on the stelo. Contacted the parent company dexcom and offered only a website, no exchange for defective stelo units. I am a type 2 diabetic so accuracy and function are critical to my health. This is not a laboratory test. I could not apply the stelo glucose sensor because it was missing a part to attach the unit to my arm.